Manufacturer narrative:
This is one of two reports related to two events that occurred on two different days. This MDR is related to MDR#2050012-2011-05921. (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) on (B)(6) 2011 that the de-ionized water reservoir of unicel dxc 800 synchron system was leaking. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was from the 10 psi regulator. The fse replaced the main pressure regulator diaphragm and the no foam check valve per established procedures. The fse primed the analyzer 75 times and the customer ran the analyzer without any leak. To date, customer has not reported any further leak.